Manufacturer narrative:
Na

Event description:
It was reported that the turbine has no output flow, it was found during bench testing. The ventilator was not on a patient. It is known if the ventilator alarmed.